Event description:
The customer reported the generator displayed an error message when starting up during receiving inspection. The subject device was sent to an olympus service center for evaluation. Inspection and testing found error code e433 occurred. This report is being submitted for the malfunction found during evaluation (error code e433). There was no patient involvement in this event.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. Inspection and testing found error code e433 occurred due to a defective generator board. In addition, the device did not respond when the power switch was pressed due to a defective power entry board and there were cracks around the sockets on the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective generator board could not be determined. The defective generator board might have caused an overload, which may have destroyed the fuses. Error e433 is triggered by the safety system , which results in a restart of the generator. Olympus will continue to monitor field performance for this device.